Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During the cardiosave daily inspection it was suspected there was a problem with the touch panel. There is no response even if the icon touch panel is pressed.

Event description:
It was reported that during daily inspection, the cardiosave intra-aortic balloon pump (iabp) unit had a suspected touch panel problem, there is no response even if the icon touch panel is pressed. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced touchscreen assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The defective components were sent to getinge's failure analysis and testing (fat) for evaluation. This part was received with a reported unit failure message of touchscreen not responding. Performed visual inspection of this part received and part looks to be in condition. Installed the touchscreen assy, into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Performed all tests and calibrate touchscreen assy. The failure analysis and testing department could not verify the failure message of touchscreen not responding. Touchscreen assy, passed testing. Touchscreen assy was retained in the fat dept, as per procedure. The non-conformances with the returned components were not identified.